Event description:
It was reported the programmer would not interrogate. It was also reported the programmer would not print. The programmer was returned for service. The rf head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) broken roller in printer tray. (B)(4) the rf head failed all uplink amplitude tests. The upper case of the rf head is separated away from the lower case (upper case is broken). Rf head also has a damaged lower case, antenna coil, magnet. Rf head retainer is broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) broken roller in printer tray. (B)(4) the rf head failed all uplink amplitude tests. The upper case of the rf head is separated away from the lower case (upper case is broken). Rf head also has a damaged lower case, antenna coil, magnet. Rf head retainer is broken.